Event description:
The atrial septal defect was measured at first 20mm for an observable waist, but still had shunt flow. A second measurement at 28mm was completed. The asd defect was occluded with a 28 mm device, but the disk appeared bulky; the physician later changed to a 24 mm device and the defect was successfully occluded. However, an hour and a half after the device embolized, the patient was sent to surgery to take out the device.

Manufacturer narrative:
Device examination by aga's research and development scientist found no abnormalities; investigation verified the device met dimensional specifications. Since being notified of the event , aga medical has requested additional information on 7/11/2006, 7/28/2006 amd 8/09/2006. As of the filing of this report, no additional information has been received by aga medical.